Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -visual inspection of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, identified that the tip of the 4.5mm screw was broken off and the threads were damaged on the screw. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment, insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th july 2025, it was reported by an arthrex's employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a right rotator cuff repair surgery on (B)(6) 2024. The case was completed successfully by using another new ar-1927bcf-45. There was no patient harm, and no secondary procedure needed.